Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic non-pacemaker dependent patient presented for routine follow-up. Upon review, the right atrial lead exhibited low impedance in the bipolar configuration. No other electrical anomalies were noted. On (B)(6) 2018, the physician elected to revise the lead and perform a routine generator change. During the procedure, the patient¿s lead exhibited low impedance again through the pacing system analyzer. As the patient already had two abandoned leads, the physician elected to reuse the atrial lead. The lead continued to exhibit low impedance when connected to the new pulse generator. The lead was reprogrammed. The patient was stable throughout.